Event description:
The handpiece was returned to the MFR for svc, and during the eval the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for svc. During the eval a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the motor fet and bearings, which were each replaced along with other components.